Event description:
It was reported that an intraocular lens (iol) was hard, stuck in cartridge, device advancement issue. There was no patient contact. The lens has been discarded. No other information was provided.

Manufacturer narrative:
Age, weight, ethnicity not applicable, as there was no patient involvement. If implanted, give date: not applicable, as there was no patient involvement. If explanted, give date: not applicable, as there was no patient involvement. Telephone number:(B)(6). The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review, it was determined that the reported issue lens was hard, stuck in cartridge, device advancement issue refers to lens hard being difficult to use. Therefore, event is no longer considered a reportable malfunction and no further information will be provided. The following section has been updated accordingly: section h6: medical device problem code: 1487-difficult to use. Device problem code: 1069 break is not longer applicable. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.